Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
Iit was reported that after the doctor inserted the acunav catheter in the patient through venous access for a non-ischemic ventricular tachycardia (vt) procedure, it was noted that there was no image displayed on the ultrasound system. The cables were replaced but without resolution. The user replaced the catheter with a soundstar catheter to complete the procedure and the issue was resolved. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Engineering investigated the issue via tfs defect 531832. The returned catheter was inspected and tested and found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.